Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response. It was also noted that the right atrial (ra) lead measured small p-waves. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.